Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, and a watchman access system (was) was inserted into the groin tissue and immediately kinked. Despite the kink it was left in place to complete the procedure. A watchman closure device and delivery system (wds) was advanced, deployed, and implanted. There were no patient consequences. The procedure was concluded.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system (was) was analyzed, and the reported event of the sheath kinking was confirmed. Device analysis of the was sheath consisted of visual inspection of the was which revealed kinks in the sheath 13cm and 15.5cm-16cm distal of the strain relief. Microscopic examination revealed no damage or defect. There was blood in the hub of the was device. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the was device during insertion, advancing, and manipulation. H6: component code added: cover h6 evaluation method code changed from device not returned to testing of actual/suspected device h6: evaluation result code changed from no findings available to deformation problem h6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, and a watchman access system (was) was inserted into the groin tissue and immediately kinked. Despite the kink it was left in place to complete the procedure. A watchman closure device and delivery system (wds) was advanced, deployed, and implanted. There were no patient consequences. The procedure was concluded.